Event description:
It was reported that during an unk procedure the device was not activated at an activation test. Another device was used to complete the case. There were no adverse consequences to the pt.

Event description:
Reporter alleged obtaining the results of 350 mg/dl and 150 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.